Event description:
It was reported that the patient had a leaking tubing from the infusion site which led to high bg of 334 mg/dl. The patient changed the supply and then glucose started to trend down. The bg was 120 mg/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.